Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2015-00732 pertains to the first resolution clip device and manufacturer report # 3005099803-2015-01022 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip would not close onto tissue and would not release from the catheter to deploy. The clip was removed from the patient. A second resolution clip device was opened; however, the same issue occurred. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Reported issue of clip failed to release from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.